Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. During removal the shaft of the catheter broke at the wire exit port. The pt went to surgery for removal. Pt status is listed as "okay".